Event description:
Customer reports on medwatch the following. Rn reports: "flushed IV tubing port after return for or. Patient immediately went non-responsive, apneic, non reactive pupils. Assessed respiratory status, bagged pt with 15 liters via ambo bag, called anesthesia, assessed cardiovascular status. Pulse always present. Pt reintubated, EKG and cxr obtained. Observed for improved respiratory and neuro status. Additional note text read: tubing ports are known to have small reservoir of 'dead space' in which medication can remain if not immediately flushed after administration. Md thought he used manifold, which does not have to be flushed when medications are administered during surgery. Risk obtained a sample of clearlink system to look for warnings referring to this issue and nothing is listed under 'caution'. However under notes: the 4th note reads flush ports after injection to prevent inadequate mixing of incompatible medications/fluids. Flush luer activated valve after blood transfusion. Our concern is none of this 'note' is in bold type...it just blends in with all the other wording on the packaging. It is not listed under the 'caution' area and our department feels it should be in bold red writing to draw attention to this serious risk. Fortunately the patient recovered fine with no resulting injury but there is definitely potential for harm. Another concern is if the IV tubing is hung nursing staff in the pre-op holding area physician doesn't see the packaging or the 'note'. Especially concerning if the physician happen to be a locum tenens and isn't with our type of tubing. We are going to meet with surgical services to make sure this is educated to all physicians who access IV ports via memo and physician orientation. In this particular situation this physician felt the manifold removed this risk. He has now been instructed to flush after every injection into ports."

Manufacturer narrative:
Customer reports no samples will be returned for evaluation, the report was given for informational purposes only.